Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that he had to recharge every 2-2.5 days. No troubleshooting could be done due to lack of access to the product. The patient noted that he typically recharged in the evening and he didn't have time now. The patient also reported that it was taking 1-2 hours to recharge the ins and sometimes took a while before it would connect however the patient stated he wasn't sure how long it took to connect. The patient reported that the controller depleted 10% as a result of charging the ins. It was reviewed that the time to recharge the ins can vary and sometimes the light doesn't blink. It was reviewed that the controller battery would drop after charging the ins. No further complications were reported.